Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an emerge balloon catheter with an emerge shelf box and carrier tube (hoop). The batch number on the returned device and packaging matched the reported batch number. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. The distal tip was damaged. The shaft and balloon were microscopically examined and revealed a 9mm longitudinal tear from at the proximal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 20mm emerge balloon catheter was selected to predilate the lesion. During the first inflation, the balloon ruptured at 10 atms. The device was exchanged to a non-bsc balloon catheter but the balloon also ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 20mm emerge balloon catheter was selected to predilate the lesion. During the first inflation, the balloon ruptured at 10 atms. The device was exchanged to a non-bsc balloon catheter but the balloon also ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.